Manufacturer narrative:
This is a duplicate report and was fully reported on 3013756811-2025-213716.

Event description:
It was reported that the customer's pump screen would not turn on, as it remained dark despite various troubleshooting steps. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.